Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose levels ranged from 337 to 491 mg/dl. Troubleshooting was done, however customer declined to continue. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.